Manufacturer narrative:
During evaluation of the patient's homechoice device, three simulated patient therapies were performed using the patient's therapy settings. No problems were encountered. The device was then tested for volumetric accuracy. During this test, the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications for the device. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device's logs shows the device was functioning properly. A review of the device service history revealed no past trends. The therapy and alarm logs were reviewed. The event log recorded no device anomalies. The therapy log recorded data from 2007 and showed that the last two therapies had negative total ufs; the ufs for the previous four therapies were positive. The log shows that there was a bypass of a drain performed during each of the last six therapies and a manual drain performed during the last therapy only. The alarm log recoded alarms from the same month. The log recorded numerous low drain volume, check lines and bags and check patient line alarms. The device functioned normally during testing. Testing did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty or overfill. The most probable cause for the overfill was insufficient drain, false empty detect and user error, inappropriate bypass of the low drain volume alarm.

Event description:
A home patient contacted baxter's technical service center to report feeling too full during peritoneal dialysis therapy in 2007. During evaluation of the patient's homechoice device, a baxter technician identified additional potential overfill situations. During cycle 5 of therapy on three days earlier, the patient had an ultrafiltration (uf) of 1276ml, indicating that the patient drained 1276ml more than the fill volume. The fill volume was 2500ml. No further information regarding this event could be obtained during a follow up call with the home patient's nurse.